Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced repetitive upstream occlusion alarms but blood tubing had no occlusion. There was patient involvement but no patient injury nor medical intervention associated with the event. No additional information is available.